Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine?¿ ii insulin syringe had difficulty penetrating the skin and delivering insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer contacted us to make a complaint of the bd ultra-fine 8 mm capacity 30ui syringes (lot 8036876 fab2018 / 03 val 2023/02), reported that she used the syringes of the bd for insulin application but in the last lot purchased she had difficulty with all the syringes of the package at the time of insertion on the skin said that the needles are apparently normal but appear blunt, making the application very difficult, does not reuse."

Manufacturer narrative:
H.6. Investigation: customer returned (4) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 8036875. Customer states that she had difficulty with all the syringes of the package at the time of insertion on the skin said that the needles are apparently normal but appear blunt, making the application very difficult. All returned syringes were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 30g: 0.0120¿-0.0125¿): data: point outer diameter (in) lube sample 1 good 0.0123 good sample 2 good 0.0123 good sample 3 good 0.0122 good sample 4 good 0.0122 good all samples were also tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 8036875. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine?¿ ii insulin syringe had difficulty penetrating the skin and delivering insulin during use. The following information was provided by the initial reporter, translated from portuguese to english: "customer contacted us to make a complaint of the bd ultra-fine 8mm capacity 30ui syringes (lot 8036876 fab2018 / 03 val 2023/02), reported that she used the syringes of the bd for insulin application but in the last lot purchased she had difficulty with all the syringes of the package at the time of insertion on the skin said that the needles are apparently normal but appear blunt, making the application very difficult, does not reuse."